Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was found to have bilateral meningitis at the end of (B)(6) 2017. Patient had a cerebro spinal fluid leakage coming from the cochleostomy of both sides therefore a surgery was done on (B)(6) 2017 with the goal to safely pack the implants. However, as the facial recess needed to be expanded, the electrode array had to be removed and when attempting to re-insert it, the surgeon noticed that the most apical contact was ruined. Thus, the concerned device was removed and replaced with a new one.

Manufacturer narrative:
(B)(4) submit MDR reports on behalf of med-el corporation (exemption number e2015033). Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Despite the surgeon noticed that the most apical contact was ruined, no evidences of it were found. During investigation the device operates within specification. The reported cerebrospinal fluid (csf) leakage was likely due to an incomplete sealing at cochleostomy during implantation. This defect, combined with the reported mondini malformation, increased the risk of meningitis. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
Recipient was found to have bilateral meningitis at the end of (B)(6) both sides therefore a surgery was done on (B)(6)2017 with the goal to safely pack the implants. However, as the facial recess needed to be expanded, the electrode array had to be removed and when attempting to re-insert it, the surgeon noticed that the most apical contact was ruined. Thus, the concerned device was removed and replaced with a new one. A csf culture has been done but the details have not been made available yet. Meningitis has been confirmed. It is unknown when the csf leakage started. According to updating information the recipient is doing well. Also, there is currently no evidence of meningitis or csf leakage.